Event description:
It was reported that the continuous glucose monitor sensor expired and the ilet was not paired, leading the user to run in bg mode with a reported fingerstick glucose of 215 mg/dl and missed insulin since the prior night. Symptoms included no reported clinical symptoms associated with hyperglycemia. Outcomes included user education and troubleshooting on bg mode with a plan to follow up if elevated glucose persisted. Investigation included technical troubleshooting and user guidance regarding cgm pairing and interim operation without a sensor. Investigation of this case revealed a cgm pairing issue with no active sensor supply, contributing to hyperglycemia due to missed insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.